Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred, but stated that he obtained a reading of 105mg/dl on the subject meter, which he felt was inaccurately high. The patient manages his diabetes by self-adjusting his insulin doses and did not specify if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that at the time of the allegedly inaccurate meter reading, he had developed symptoms of nauseous and sweating and self-treated with glucose tablets. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event.